Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as the longevity estimates had dropped faster than expected in between follow-up appointments. Review of the pacemaker data did not higher threshold and lower pacing impedance measurements, however no values were reported to be out of range. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as the longevity estimates had dropped faster than expected in between follow-up appointments. Review of the pacemaker data did note higher threshold and lower pacing impedance measurements; however, no values were reported to be out of range. The pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated a review of device data by boston scientific technical services confirmed there was no premature battery depletion noted with the battery of this pacemaker. The longevity discrepancies seen in the field were likely due to programming and sensing of high atrial rates. The pacemaker continues to remain in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as the longevity estimates had dropped faster than expected in between follow-up appointments. Review of the pacemaker data did note higher threshold and lower pacing impedance measurements; however, no values were reported to be out of range. The pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated a review of device data by boston scientific technical services confirmed there was no premature battery depletion noted with the battery of this pacemaker. The longevity discrepancies seen in the field were likely due to programming and sensing of high atrial rates. The pacemaker continues to remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device. The investigation concluded that chronic high atrial sensing rates may impact battery longevity over time. The device is designed to utilize additional required processing functions while sensing high atrial rates, such as for patients with chronic atrial fibrillation, which can increase the power consumption. The device can be reprogrammed to no longer sense the high atrial rate and thereby limit the impacts of the high atrial rate on the device power consumption.